Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer fridge was not detected on the bus, and a reboot did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer (fse) confirmed that customer was able to resolve the issue by restarting the refrigerator first and then the pyxis unit. The system functioned as intended after the field service engineer investigate the device.